Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt failed a ECG recognition test. The cause for the failure was isolated broken wires in the cable connecting ECG 1 and ECG 2. The root cause for broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.